Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Problem code 2532 captures the reportable event of fiber misfired. Investigation results: one flexiva 200 laser fiber was returned broken in two pieces. The first piece measured approximately 92.9 cm from the connector to the break. The second piece measured approximately 221.9 cm from the break to the tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused.visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. The condition of the returned device confirmed that the fiber was broken and the misfire was likely a result of the break occurring during use. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on november 20, 2018 that a flexiva 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6), 2018. Reportedly, the laser unit used was a dornier console with laser settings of 0.6 joules and 6 hertz. According to the complainant, during the procedure and outside the patient, the physician noted that the laser body broke upon laser activation. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6), 2018. Reportedly, the laser unit used was a dornier console with laser settings of 0.6 joules and 6 hertz. According to the complainant, during the procedure and outside the patient, the physician noted that the laser body broke upon laser activation. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.